Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty pressing the wake button. However, the customer confirmed that the button is able to be pressed firmly and the customer was successfully able to access features. The customer's blood glucose level was not impacted.